Event description:
Per phone call, customer stated that the hardware for both wheel locks are loose and they are not locking properly.

Manufacturer narrative:
Per phone call, customer stated that the hardware for both wheel locks are loose and they are not locking properly. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.